Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown 4.5 mm locking compression tibia plate. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): unknown date approximately 12 years prior to date of this report. It is unknown if the subject device is still implanted in the patient. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient, who was previously implanted with an unknown 4.5 mm locking compression tibia plate along with four (4) 5.0 mm cannulated locking screws, one (1) 4.5 mm cortex screws and one (1) 5.0 locking screws on an unknown date twelve (12) years prior to the date of this report. It was reported that the distal portion of the plate was cut off and removed from the patient. It is unknown when this removal of the plate portion occurred; whether it was partially removed during the original procedure or during subsequent revision surgery on an unknown date. It was later reported that, to the reporter's knowledge, the plate had broken on an unknown date ¿a while back¿ and that the distal portion of the plate was removed. The patient underwent revision surgery on a later unknown date due to an infection when it was noted that the portion of the plate was missing. Concomitant devices reported: 5.0 cannulated locking screws (quantity 4), 4.5 cortex screw (quantity 1), 5.0 locking screw (quantity 1). This report is for one (1) unknown 4.5 mm locking compression tibia plate. This report is 1 of 1 for (B)(4).